Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient (pt) stated they were having problems charging, then clarified they were getting eri on the recharger. Pt said that the last 3 times they tried to recharge, they would have to fiddle with it to get past eri and start recharging (pt mentioned they would turn the recharger off and on like 5 times, then recharging would work). When asked when pt started to seeeri, pt said it didn't come up every time like it does now, but they think they first saw this screen "last october or something" (pt was not completely sure). Pt said they called in to someone, but pt didn't remember the code on the screen and it couldn't be replicated during the call, so pt said the technician told them to call back if it came up again. Patient services (pss) reviewed eri information and reviewed how to bypass eri normally on the recharger. Troubleshooting was unable to be performed as pt declined trying to use recharger to bypass eri screen during the call, so pss was not able to confirm pt could bypass eri normally by pressing audio button during the call. The pt mentioned they were wanting to follow up with an hcp and get ins replaced soon, as they know how bad they hurt when they had forgotten to charge and the ins battery ran out.